Event description:
It was reported that the carelink monitor would not power on. The carelink monitor will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: a correction to model number was made to reflect correct model as 2490c8.

Event description:
It was reported that the carelink monitor would not power on sometimes. The carelink monitor will be exchanged. No patient complications have been reported as a result of this event.